Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient experienced a lot of pain when standing up and sitting down. The cup failed to have any boney-ingrowth, creating a loose fixation in her acetabulum. We explanted her cup, liner, screw, and head. Implanted a tritanium ii revision cup with two screws and a 36mm biolox head and liner. Rep confirmed there are no allegations against the liner or femoral head.